Event description:
It was reported that the patient ipg site has been infected. Symptoms of mild erythema, warmth, swelling and yellow drainage from the ipg site were noted. The patient swelling has increased, and draining has started again.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7075346/7075383.